Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarms. The customer's blood glucose was 18.8 mmol/l at the time of incident. The customer stated that they will treat it with manual injections. The alarms recurred after resetting the insulin pump. The insulin pump alarmed and error in the motor was detected by reading unexpected value from hall sensor for the second time. Troubleshooting was not performed and the customer was advised that the insulin pump needed to be replaced. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device was received with a no motor movement or negligible alarm during rewind due to corroded motor home switch. The pump passed the self test however, unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify insulin pump error alarm due to no motor movement or negligible alarms. No unexpected insulin pump error alarms noted during testing however, the downloaded history files confirmed software low level failures due to a software error.